Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the case, it was unsure how to remove the impactor tip and asked to take a look at it. It was noticed that the impactor had broken into 2 pieces and that was why they were unsure how to take it off the handle. The piece of the handle was taken and then washed it so we could get the part number and lot. This happened post op so there is no patient information available , nor was there any negative impact to the patient or extended surgery time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned. After physical review, it was identified, that the threaded mating feature is broken. Therefore, the allegation can be confirmed. No other issues were observed. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.